Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her freestyle flex breast pump her pump stopped suctioning. The customer also alleged she developed mastitis and was prescribed dicloxacillin.

Manufacturer narrative:
Customer service did not conduct troubleshooting with the customer. The customer was sent a replacement pump and pumping parts, return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her mastitis was resolved. The device was returned with the customer's parts and accessories; therefore, it was evaluated on 07/28/2022 and it did not pass suction and cycle specifications. The customer's report of low suction was confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.